Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was not locking in reservoir compartment and kept falling out. Customer reported of smelling insulin. Customer was not sure how damage occurred. Customer's blood glucose was 479 mg/dl at the time of incident and was 404 mg/dl at the time of call. Customer reported that half of the reservoir o-ring was hanging out. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the rewind, prime, excessive no delivery, self test and unexpected restart error tests. Unable to perform the displacement, basic occlusion and occlusion tests due to the reservoir tube lip damage. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube lip o-ring and minor scratches on the display window. The test reservoir does not stay locked in place due to the reservoir tube lip damage. No moisture damage was noted on the electronics assembly.